Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages / false indications that electrodes are not touching skin) was confirmed. As received, the electrode belt failed the incoming hi-pot and fall-off tests. Upon evaluation, the brown (-5v) and black (main batt) wires were open in the trunk cable connector. The cause of the adjust belt messages, false indications and hi-pot and fall off test failures is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged trunk cable wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant adjust belt messages as well as false indications that the electrodes were not touching the skin.